Manufacturer narrative:
Qn#(B)(4). The customer returned one-unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the trigger partially engaged and with adhesive material on the handle. The sample appears used as there is biological material present on the device. First, the trigger cycle was completed , and it was observed that the jaws didn't close completely. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was not able to properly load into the jaws of the applier. This was repeated two more times with the same result. It was observed that the jaws were not closing completely. The device was disassembled in order to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. It was also observed that both jaws were bent in the same direction. Based on the damages observed, it is unlikely that a clip stacking issue could cause the damage to the jaws. The uniform bend to the jaws indicates that there was a significant side load applied to the jaws that caused them to bend. The device was received with 7 clips remaining in the channel indicating that the end user fired 8 clips. First, the trigger cycle was completed , and it was observed that the jaws didn't close completely. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was not able to properly load into the jaws of the applier. This was repeated two more times with the same result. It was observed that the jaws were not closing completely. The device was disassembled in order to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. It was also observed that both jaws were bent in the same direction. Based on the damages observed, it is unlikely that a clip stacking issue could cause the damage to the jaws. The uniform bend to the jaws indicates that there was a significant side load applied to the jaws that caused them to bend. The device was received with 7 clips remaining in the channel indicating that the end user fired 8 clips. The reported complaint of "clips stuck in applier" was confirmed based upon the sample received. Upon functional inspection, it was found that both jaws were bent in the same direction which prevented the jaws from closing completely. The uniform bend to the jaws indicates that there was a significant side load applied to the jaws that caused them to bend. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that the clips remained stuck in the applier. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73e1800202 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips remained stuck in the applier. There was no reported patient injury.